Event description:
The customer's wife stated that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 28 mg/dl. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer was practicing the proper priming technique. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.